Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the cutter stopped working 20 minutes into a procedure. Another cutter was used to complete the case w/o further incident. Additional information has been requested.